Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was implanted in the esophagus to treat a 36 x 40 cm malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. On (B)(6) 2024, the patient presented with chest/throat pain and had trouble swallowing. Subsequently, the physician ordered an x-ray, and distal stent migration was confirmed. The stent was then removed using a raptor grasping device and another agile partially covered stent was placed to complete the procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was born in 1964. Block a4: the patient's weight is 111.7 kg; reported here as weight exceeded character limit for designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2203 captures the x-ray imaging done to check the stent. Imdrf impact code f2202 is being used to capture the removal of the migrated stent. Imdrf impact code f2301 is being used to capture the placement of another agile stent.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was implanted in the esophagus to treat a 36 x 40 cm malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. On (B)(6) 2024, the patient presented with chest/throat pain and had trouble swallowing. Subsequently, the physician ordered an x-ray, and stent migration was confirmed. The stent was then removed using a raptor grasping device and another agile partially covered stent was placed to complete the procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was born in 1964. Block a4: the patient's weight is 111.7 kg; reported here as weight exceeded character limit for designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2203 captures the x-ray imaging done to check the stent. Imdrf impact code f2202 is being used to capture the removal of the migrated stent. Imdrf impact code f2301 is being used to capture the placement of another agile stent. Block h12: correction to the initial MDR in block h6 (patient code).